Manufacturer narrative:
Updated: e4: uf/importer report#: (B)(4). Additional information does not change the investigation findings.

Event description:
No additional information.

Manufacturer narrative:
H2: updating to include the medsun uf/importer report number in field h10 as requested. Additional information does not change the investigation findings.

Event description:
No additional information.

Manufacturer narrative:
Device was discarded by hospital operating room. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure on (B)(6) 2024, the passer closure device broke in two reducing control and making a small cut in the surface of the liver. Physician coagulated the cut with a surgical cautery unit to cause hemostasis. No other issue occurred, and patient left the suite without any other complication. Device discarded by hospital. No additional information available. Cti-512n (B)(6), (B)(4)

Manufacturer narrative:
Distribution history: a review of the distribution history could not be performed because the lot number provided was not valid. Should the valid complaint product lot number be provided going forward, the distribution history will be reviewed, and this complaint amended accordingly. Manufacturing record review: a review of the device history record could not be performed because the lot number provided was not valid. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the valid complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Historical complaint review: a review of the 2-year complaint history showed no reported complaints for this part that was broke during use. Product receipt: the complaint product has not been returned to coopersurgical as well as the lot number provided was not valid. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the lot number and the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action in necessary, as the complaint condition was not confirmed.

Event description:
No additional information.